Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the pump moved due to patient lost weight. The patient was extremely ¿hunched forward¿ and had ¿quite a bit of deformity.¿ it was noted that the patient had a spine that was ¿basically falling apart.¿ the pump was placed ¿fairly close to the mid-line¿ because, the patient was in a wheelchair and it was very ¿difficult and uncomfortable¿ to transfer the patient from the wheelchair for refills. The patient could hardly lie down. She was ¿debilitated.¿ the patient was having trouble with nutrition and had lost weight. Her body shape had changed and she was ¿hunched over¿. The pump had moved closer to the umbilicus. The health care professional did not plan a pump revision because they felt that it would be greater risk for the patient to do a pump revision. The pump was being used to deliver hydromorphone and ropivacaine.